Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose elevated above 300 mg/dl for more than 90 minutes after breakfast despite announcing the meal; the user observed drops during tubing fill, reported no leakage at the infusion site or on the ilet, and replaced all infusion and pump supplies with guidance to disconnect from the body prior to filling. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no escalation of care and no hospitalization. Investigation included agent-led troubleshooting and user education, including supply replacement and connection technique review. Investigation of this case revealed no device alarms or visible leaks, and the event was not reproduced after a full set change, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.